Manufacturer narrative:
This product has been received for analysis; however, analysis has not begun. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
While attempting to treat the superficial femoral artery, the needle would not retract back into the outback (otb42120) catheter; therefore, the handle had to be broken off in order to retract the needle back into the catheter and out of the patient. There was no injury to the male patient. The product was prepped according to IFU. The vessel has calcified, no tortuousity, and heavily diseased.